Event description:
#Medwatcher #(B)(4). Pelvic pain, sacral pain, lower back pain b/w hips, heavy bleeding with and without periods, joint pain and swelling, thyroiditis, extreme fatigue, brain fog, hair loss, random rashes/hives/ skin flushing, random episodes of respiratory distress, abdominal bloating, weight gain.